Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would shut down after a few minutes. It was found to be a result of a bad power supply. The programmer failed display hinge testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer kept shutting down with a black screen. The programmer has been returned for service. There was no patient involvement.